Manufacturer narrative:
(B)(4). Batch # j5gk82. The analysis results found that the ecs33a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure, the device would not fire. Another like device was used to complete the procedure. There were no adverse patient consequences reported.